Event description:
During a total knee arthoplasty, the fit of a tibial insert in the finned tibial tray was perceived by the surgeon as being loose. A second attempt yielded the same result. The surgeon elected to remove the finned tibial tray and implant a trapezoid tray with augments to achieve the desired fit. No adverse effects were observed in the pt.